Manufacturer narrative:
Date of event: exact date unknown, event occurred within the last year.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy. No device malfunction suspected.